Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant had to be removed due to nerve injury at tooth location 18.

Manufacturer narrative:
One tapered screw-vent implant (tsvm4b11) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the external threads due to usage. However, the device was in good condition. Functional testing could not be performed for the reported failure (nerve injury). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings the device was determined to be within design specification. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #18 for approximately 15 days. X-ray and picture images were not provided. DHR review for the lot (1235299) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1235299) and no similar event or complaint was found. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper techniques used in poor quality bone. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.